Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) showed post paced t wave over-sensing. No interventions were reported. The patient was stable.

Event description:
New information noted that the patient presented via remote transmission on (B)(6) 2022. Review of transcripts revealed post paced t-wave oversensing on (B)(6) 2022. The patient was seen in clinic on (B)(6) 2022 and programming changes were made to resolve the issue. The patient was stable throughout the event.